Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Can you please confirm what tissues were captured in the device jaws? Was there any calcification of the vessels? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? Can more information be provided on the shape of the staples? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that patient experienced a post op anastomotic leak in right hemicolectomy. No other information is available.